Event description:
Pt had surgery on 9/15/96: open reduction of rt ring finger using co's 5 hole plate and 4 screws. The pt came back for revision of right ring finger metacarpal fracture because the plate pulled off the fracture site. The screws were 2.0 mm cortex screws 10mm. It was found that three of the screw heads were smaller even though they were all the same screws - co was notified of problem.